Manufacturer narrative:
Medtronic requested additional information regarding the water sources and cleaning protocols the facility was using with the bio cal, but no response was received.

Event description:
Medtronic received information that during preventive maintenance by a facility biomed the water pump in this bio cal heater/cooler was not functioning. There was no patient involvement in the event. The medtronic service depot technician informed the customer that this product is no longer serviced and provided them with the end of service letter. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.